Event description:
The customer reported being hospitalized due to high blood glucose of 621mg/dl. The customer was experiencing unexplained high glucose for the past several days. Troubleshooting was performed. The customer stated that the event leading to her admission was vomiting. The customer was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer stated that she noticed blood in the cannula when the infusion set was changed. The customer stated that she inserts in her abdomen and sometimes does hurt. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.